Manufacturer narrative:
Other - they have checked fuses and both are in good condition. Videos received showing auto-triggering effects of the power button. Tech support informed customer that power board needs to be replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
Customer reported that the device automatically shuts down during ventilation process and the machine can no longer be turned on. They had to temporarily bag the patient and transfer to another ventilator.